Event description:
It was reported that the shaver handpiece was not recognized by the console and as a result would not function. There was no injury or delay associated with this event.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the MFR. Investigation findings: the handpiece was returned for eval and the reported problem was confirmed. Further investigation found that the handpiece has the potential to operate on its own. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this product for failures. There are no reports of injury related to this failure mode.